Event description:
The us complainant had placed an impella rp for support of the 65-year-old male patient admitted with thyroid storm and all 4 limbs suffering from deep vein thrombosis (dvts). The pump was experiencing pp/pf issues. The team troubleshot by tissue plasminogen activator (tpa) infusion. The pump remained on for support for 4 days until explanted when patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2024-05795 was provided in sections b1, b5, d6, h1, and h6.

Event description:
Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed. The device was not returned for investigation. According to clinical information, the patient has deep vein thrombosis condition in all extremities. The cause of the rise in purge pressure/drop in purge flow was not determined since product was not returned and there was no impact to patient support throughout the case per clinical and log review.